Event description:
During an esophagogastroduodenoscopy, the physician used a cook quantum ttc esophageal balloon dilator. It was reported [that] the doctor had no difficulty placing the balloon into the scope and during dilation, but when the physician attempted to remove the deflated balloon, it became lodged and seemed to have some trapped water even after no additional water was removable with the syringe. The physician attempted to pull and was unable to dislodge until it ripped and stripped the cable leaving the outer green sheath still lodged in the biopsy port. This still took a great amount of force to remove. The physician was able to take biopsies after dilation, but then our scope could not pass the cleaning brush and has to be sent out for repairs. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The customer provided 3 photos as well. The lot number was confirmed in the photos and the device can be seen with the distal section of the catheter including the balloon separated from the device. The internal wire is also seen exposed in the photos. The balloon appears to be deflated. Our laboratory investigation of the product said to be involved confirmed the report. The balloon along with a small portion of the catheter had separated from the device. The balloon had been completely deflated. The separated section containing the balloon measured approximately 29.5 cm in length as measured from the distal tip. The remaining portion of the green catheter body measured approximately 171.4 cm from the distal end of the hub and the nitinol wire was exposed from that point to the 198.6 cm location as measured from the distal end of the hub. The edges of the catheter break points were clean and not jagged. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report, the balloon was found to be detached from the catheter. The user indicated that the device would not exit the scope after the procedure and significant force was used to remove the device. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.